Event description:
It was reported to a physio-control customer representative that the customer's device indicated ok in the readiness display but had no voice prompts. The customer reported pressing the on/off button, after which the lid opened as normal but the device did not start its voice prompts. The readiness display remained as ok. Then after approximately 10-15 seconds the customer closed the lid and retried again but nothing happened. After a minute or two the customer did a third attempt and the voice prompts responded as normal. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. It was observed that the device would provide voice prompts when opened. Proper device operation was observed through functional and performance testing. After evaluation, the device was returned to the customer for use.